Event description:
It was reported that this patient presented to the emergency room after receiving multiple shocks in 24 hours from this implantable cardioverter defibrillator (ICD) device. Based on a boston scientific technical services review of device data, it was determined that the patient received inappropriate shock therapy due to atrial fibrillation (af). Information indicates no reprogramming was done and the patient will continue to be monitored. The device remains in-service. No additional adverse patient effects were reported.